Event description:
It was reported to boston scientific corporation in 2007, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used on a male patient during a procedure two days prior, (patient age and weight unknown). According to the complainant, during the procedure the cre balloon ruptured inside the patient's intestinum rectum while the physician attempted the first inflation. During insertion of the device into the scope, no resistance was felt. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample was returned for evaluation and a visual examination revealed that the balloon was torn longitudinally. The maximum inflation pressure for this balloon size is 6atm. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.